Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be membrane failure due to storage outside of the indicated conditions. Upon receipt, the device could not be powered on via the on/off button, as per the reported fault. This was attributed to corrosion on the on/off button contact pads as well as on the membrane tail. The fault could not be replicated after cleaning the corrosion. The corrosion observed across the device would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device's on/off button is not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's on/off button is not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.